Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate readings. On 09/28/2009, this medica surveillance specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose 4 to 6 times per day and manages his diabetes with glyburide, actos, and byetta. The pt is currently on a special diet which limits his calorie intake to 1400 cal/day. The inaccurate issue began in 2009. "Within a day or so", the pt reportedly developed symptoms described as "sweating, nausea, and wakes up". The pt could recall what readings he obtained prior to or during the aforementioned symptoms and the treatment he received at the time of concern. The pt also indicated that there are times when he obtained low readings on the subject meter in the "60's mg/dl" and he would not have any symptoms. In other incidents when he obtained readings in the "100's mg/dl", he would have "low" symptoms like "sweating and nausea". The pt feels that had the subject meter gave accurate results, he would be able to prevent the aforementioned symptoms by "catching his low blood glucose" before he was hypoglycemic. The pt also indicated that since he has been on his special diet, his blood glucose has been averaging below "100 mg/dl" and has had frequent hypoglycemic episodes. Prior to the special diet, his blood glucose was averaging around "120-140 mg/dl". The pt has decided to decrease his glyburide regimen on his own accord until he can elevate his blood glucose average. During the callback, the pt stated that two weeks later, the pt obtained blood glucose results of "72 mg/dl" with a lifescan meter and "131 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30mg/dl. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because, the pt claimed that he developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.